Event description:
Customer reported device = 685 mg/dl. Customer's spouse stated as unknown amount of insulin was taken. Customer has not tested in one month because customer's spouse has to administer insulin and is worried they will give too much. Device memory result = 685 mg/dl but when recalled the second time on the call; there was nothing in the memory. Controls were in range. It was unknown whether the device was coded correctly. A request was made for return product and replacement product was sent.